Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 97745 controller serial number (B)(6) revealed a worn system connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since sunday the patient's (pt) controller and recharger were not working, the pt's controller was completely dead and would not turn on. Pt had the controller on the charger but the controller was not turning on. Troubleshooting was unable to be performed as pt did not have their ac power supply cord with them. Patient services (pss) reviewed with pt to try plugging the controller into the ac power supply with the controller battery inserted in the controller once they had the ac power supply cord present. Pt only had controller present during the call. Pt called back from phone 2 and had the ac power supply present. Pt plugged ac power supply into the controller with li battery pack removed, but controller did not turn on. Pt put aa batteries in controller, but controller did not turn on. Pt unplugged and plugged back in the ac power supply a few times, but controller did not turn on. Pt confirmed the ac power supply was not damaged. A replacement controller was sent out to the patient. No symptoms were reported.